Event description:
Large physiomesh patch approximately 5" x 7" inserted into abdomen to repair incisional hernia from previous operation. After almost a year I still experience severe pain, limited mobility, diminished sex life, and an overall feeling of helplessness due to the fact that no doctors will see me.